Manufacturer narrative:
H10: the actual device was not available; however a photograph of the sample was provided for evaluation. The photograph was visually inspected which observed a separation between the female connector and the main body. The reported condition was verified. The cause of the condition was related to inadequate solvent application during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and the main body of a peritoneal dialysis (pd) transfer set. This issue was further described as, ¿the tip of the transfer set was loosened upon removing the minicap¿. This was observed during use of the device for pd therapy. To resolve this issue, the transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.